Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included follicular cyst of ovary and right lower quadrant pain. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraine"), rash ("rash") and skin disorder ("skin condition") and was found to have weight decreased ("weight loss") and weight increased ("weight gain"). The patient was treated with surgery (right salpingo-oophorectomy, left salpingectomy). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, dyspareunia, migraine, weight decreased, weight increased, rash and skin disorder outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, genital haemorrhage, migraine, pelvic pain, rash, skin disorder, weight decreased and weight increased to be related to essure. The reporter commented: patient received treatment for bleeding, rash, skin condition. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: not provided.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record ; pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-jan-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included follicular cyst of ovary and right lower quadrant pain. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraine"), rash ("rash") and skin disorder ("skin condition") and was found to have weight decreased ("weight loss") and weight increased ("weight gain"). The patient was treated with surgery (right salpingo-oophorectomy, left salpingectomy). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, dyspareunia, migraine, weight decreased, weight increased, rash and skin disorder outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, genital haemorrhage, migraine, pelvic pain, rash, skin disorder, weight decreased and weight increased to be related to essure. The reporter commented: patient received treatment for bleeding, rash, skin condition. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: not provided.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record ; pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 21-dec-2020: medical record received removal details including date of removal and surgery information were added. Reporter information and medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.